Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The clip applier instrument was found to have the grip cables dislodged at the proximal end. As a result, the cables appeared to be loose at the distal end. The instrument was found to have multiple input disks broken. Hairline cracks were found on grip/pitch input shafts. Improper cleaning during reprocessing most commonly causes this failure. The instrument was found to have corrosion on one or more clamping pulleys in the backend. This failure is most commonly caused by improper reprocessing, such as prolonged exposure of instrument to harmful cleaning agents. The clip test could not be performed due to the dislodged grip cables and the broken disk. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 12 lives remaining. Based on the information provided at this time, this complaint is being reported because the dislodged grip cables of the clip applier may cause a loss of functionality during clip application. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted procedure, the clip applier had a broken wire. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter did not have additional details of the complaint.